Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 15 occurrences of containing foreign matter, 205 instances of incorrect label information, 16 cases of molding defects, and 57 occasions of air bubbles before use. The following has been provided by the initial reporter: fm in gel x13. Defective marking x205. Dirty shield x2. Black spot in tube x16. Gel air bubbles x57.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, defective marking, dirty shield, black spot in tube and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, defective marking, dirty shield, black spot in tube and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 15 occurrences of containing foreign matter, 205 instances of incorrect label information, 16 cases of molding defects, and 57 occasions of air bubbles before use. The following has been provided by the initial reporter: fm in gel x13. Defective marking x205. Dirty shield x2. Black spot in tube x16. Gel airbubbles x57.